Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported low audio output occurred. Performed exterior visual inspection was occurred and passed. Receiver charges and boot up was performed and passed. Receiver download functional test station was performed and passed all relevant testing. Performed log review. No issues related to the customer's complaint were observed within the investigation window. Perform audio\vibration test with dexcom global receiver communication tool. Audio and vibration test was performed and passed. Performed try it audio/vibration test to test alarms. High alert audio and vibration test passed. Low alert audio and vibration test passed. Rise rate audio and vibration test passed. Fall rate audio and vibration test passed. Out of range audio and vibration test passed. Fixed low audio and vibration test passed. All other alerts audio and vibration test passed. Open receiver case for internal visual inspection performed and passed. Performed speaker audio and vibrator intermittent tests and passed. Measure the speaker and vibrator resistance and passed. The speaker and vibrator resistance are within specification. The allegation was not confirmed. No injury or medical intervention was reported.